Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of crosstalk over-sensing. No intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the episodes of crosstalk over-sensing exhibited by the implantable cardioverter defibrillator (ICD) were noted remotely via merlin.net. The ICD was reprogrammed. The patient was in stable condition.